Event description:
Information was received from a consumer via a healthcare professional (hcp)/ medtronic representative regarding a patient implanted with spinal product in a laminectomy/fusion surgery at l4-5. It was reported that one of the screws ended up snapping and the patient had to have a second surgery on (B)(6) 2021 where they removed the previous hardware and replaced it with rods, mas screws, set screws, and bone screws (mdt products). The date of initial surgery was (B)(6) 2020. As a result of the second surgery, the patient developed a hernia and had to be hospitalized on for a hernia repair on (B)(6) 2021. As a result of the hernia repair surgery, the patient developed an infection. The patient was discharged from the hospital on (B)(6) 2021. The patient is in pain. The date of implant was (B)(6) 2020 and date of explant was (B)(6) 2021. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.